Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Between 22-apr-2024 to 29-apr-2024, it was reported that patient faced event of one infusion set tubing was leaking at site. The infusion set had been used for 1 day. The blood glucose level was around 350 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.